Manufacturer narrative:
Date of event is unk. Per journal article, the procedure was performed between january 2006 and december 2007. Since the device was not returned for investigation and a lot number was not provided, a complete investigation could not be performed.

Event description:
Per journal article, it was reported a pt had complications following a tonsillectomy procedure involving rehospitalization on postoperative day 9 for pain and treated with penicillin g, analgesics, and intravenous hydration. The procedure was performed between (B)(6) 2006 and (B)(6) 2007.